Event description:
The customer reported after seven days of use, air leaked from cuff and the tube was disengaged from patient. The patient was re intubated. No other information was available.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation bhas been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.